Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The vertical axis motor module assembly was analyzed and found to have damaged and burnt motor connector terminals upon visual inspection. The column motor harness appeared to have an electrical current problem. The field service engineer replaced the vertical motor module assembly to address the issue.

Event description:
It was reported that during a procedure using the da vinci 5 system, the customer suddenly lost control of all the arms from the console, resulting in the console freezing. The customer rebooted the system before contacting support, which resolved the issue and allowed the procedure to continue. All troubleshooting steps were completed by technical support, and the customer requested a follow-up from field service. The procedure was completed as planned with no report of patient injury.